Event description:
It was reported that the right ventricular (rv) lead impedance had increased into a high range from a normal chronic value over the course of several weeks, possibly due to fracture. An alert had been observed for the high impedance and short interval counts (sic). It was also reported that impedance measurements seen through the implantable cardioverter defibrillator (ICD) were more unstable than through the analyzer, possibly due to a grommet or setscrew problem. The lead was capped and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.